Manufacturer narrative:
The reported event was confirmed as manufacturer related. The returned samples tested above the specification for strong adhesive. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "fitting the sheath the sheath is a strapless penile sheath: it has an adhesive coating inside to ensure a safe and simple procedure for fitting. ¿if necessary trim pubic hair. ¿clean and dry pubic area. ¿place rolled end over the end of the penis, leaving a small space between the end of the penis and the cup of the sheath. If uncircumcised, do not retract foreskin but allow it to remain over the glans. Avoid contact between the adhesive and the glans. ¿slowly unroll the sheath along the shaft of the penis , then gently squeeze the sheath around the penis to ensure even adhesion. Try to avoid leaving a rolled 'collar' if sheath around the base of the penis. ¿finally, connect the urine collection bag. Always check that the connections are secure before use. ¿wear time will vary from user to user. It is recommended that a sheath be changed every 24 hours for reasons of hygiene. ¿to remove: the sheath may be removed by gently rolling it off the penis. Avoid simply pulling the sheath off. Removing the sheath whilst having a bath or shower may increase comfort. Do not use of irritated or compromised skin. Discontinue use if irritation occurs." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the sheath falls off during the night. It was later noted during the evaluation that 2 of 3 samples tested were found above specification for strong adhesive.